Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their controller was not responsive and that the controller had been this way since last thursday. Pt said they noticed this when they went to charge their stimulator. Pt mentioned seeing "please wait" and said something about that being on the controller for 5 days. Had pt reset their controller. Pt said that there was no visible damage to the controller or battery pack contacts. Pt said that the controller stayed on without the battery pack inserted; pss confirmed that the controller screen was not actually still on when the battery pack was taken out of the controller. Had pt plug their controller into the ac power supply without the battery pack inserted. Pt said that the controller powered on. Had pt inserted the battery pack into the controller with the ac power supply still plugged into the controller. Pt said that the controller was blinking green (controller charging). Pt said that they were able to successfully char ge their implant about a week and a half ago and their controller about 2 weeks ago. Pt mentioned that they have been through passive recharge mode (prm) and when tried to walk through this with the pt, the pt became escalated and demanded a new recharger. Pt said that they have not been able to get through prm and have been trying since last thursday. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 intellis recharger (s/n nlf087178n ) revealed that controller wont power on when recharger telemetry module (rtm) is plugged in. It was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.